Event description:
A baxter service technician reported finding a colleague infusion pump which contained a faulty pump head module keypad on a channel b and c. This event occurred during product evaluation. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information was available.

Manufacturer narrative:
(B) (4). Evaluation summary: during product evaluation, a pump with a faulty pump head module keypad on channel b and c was discovered, finding failure codes 500:320:844:0000 on channel b and 507:320:844:0000 on channel c. Inspection of the device revealed the condition was caused by a defective phm keypad . To correct this condition, the phm keypad was replaced on channel b and c. The pump was retested and returned to the customer within specification. This issue is currently being investigated under mdq-CAPA-(B) (4).